Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station failed to turn on due to an over current state caused by a stuck plunger in the solenoid, leading to overheating and failure of the drawer controller and controller module. A field service engineer performed replaced the plunger, the drawer controller, the controller module and tested in diagnostic mode to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station was giving off a hot electronics smell and shut down. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, the user turned off and on the power supply, but the issue persisted. However, there were no adverse events or injuries reported due to this event.